Event description:
Healthcare professional reported after applying "surgical scrub three times" to the intended injection sites and utilizing sterile technique" pt was injected in the left nasolabial fold, marionette lines, and oral commissures with one syringe of juvederm ultra plus xc. Immediately after injection, pt developed slight bleeding at the injection sites. After injection the sites were lightly massaged and the pt was provided with an ice pack and arnica cream. The bleeding at injection sites resolved without intervention before the pt left the office. Four days later the pt was assessed in a follow-up appointment during which slight bruising and swelling was noted at the left lower jowl. Approx three weeks after injection the pt developed several small nodules "in a line" along the left nasolabial fold and a "1 cm palpable nodule" at the left jowl. "Nodules were firm and did not smooth out with vigorous massage". During the course of several follow-up appointments, the pt told the healthcare professional that they had developed a "red angry rash" on their legs, forearms, and "under arms" prior to the juvederm ultra plus xc injection and was being treated for said rash by another physician. The rash was present at the time of injection and was being treated with "clobetasol propionate". The injecting healthcare professional prescribed a medrol dose p[ack, symptoms that developed post juvederm ultra plus xc injection have since resolved.

Manufacturer narrative:
(B)(4). Device labeling: warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, injection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.